Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided date, 07/07/2025, was chosen based on the accepted publication date. Block g2: literature source eckstein, j., makary, m. S., cataland, s. R., young, r., palm, r., diaz pardo, d. A., andraos, t., martin, d., & wang, s. J. (2025). A case of hydrogel spacer intravasation of the internal iliac vein and associated thrombus formation during preparation for prostate cancer external beam radiotherapy. Practical radiation oncology. Advance online publication. Https://doi.org/10.1016/j.prro.2025.07.001. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular. Imdrf patient code e0514 captures the reportable event of thrombosis. Imdrf patient code e0503 captures the reportable event of pulmonary embolism.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "a case of hydrogel spacer intravasation of the internal iliac vein and associated thrombus formation during preparation for prostate cancer external beam radiotherapy", written by jacob eckstein et al. This case report, accepted for publication in practical radiation oncology in (B)(6) 2025, describes a rare complication involving vascular infiltration of the hydrogel spacer during prostate cancer treatment preparation. The study was conducted in 2025 and involved a single patient, with intermediate-risk prostate cancer. The objective was to document and manage a case of hydrogel intravasation into the internal iliac vein, which led to the formation of a bland thrombus. The patient was treated with 6 months of anticoagulation using apixaban, without placement of an inferior vena cava (ivc) filter. The hydrogel and thrombus resolved asymptomatically, and the patient successfully completed radiation therapy with only mild urinary symptoms. This event captures a rare but significant complication of hydrogel spacer use venous intravasation and thrombus formation. Although no embolization occurred, the case highlights the potential for vascular infiltration during spacer placement and the importance of imaging and multidisciplinary management. The hydrogel dissolved gradually, avoiding embolic events, and the patient experienced non-lasting adverse effects. This case underscores the need for careful procedural technique and post-placement imaging, especially when gel migration beyond the periprostatic plexus is suspected.